Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The proximal conductor was fractured. It was further noted that the overlay tubing insulation was melted and the distal electrode was covered with blood. Concomitant products: 4193 implantable pacing lead, (B)(6) 2005. A 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for noise after sustaining an impact to the device. Upon extraction of the right ventricular (rv) lead, it was found that the insulation was breached. It was also noted that the electrogram showed noise on the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.